Event description:
The reporter stated that the surgeon inserted a aa4204vf plate silicone lens. The lens tore during insertion into the eye. The incision was enlarged and the lens was cut into pieces to remove the lens. No suture was required. The cause of the lens tear was unknown.